Manufacturer narrative:
A field service engineer (fse) was dispatched who replaced the mixer motor and the home sensor for the mixer. Fse checked all adjustments for parts replacement. No further action required by fse the probable cause of the event was mixer motor failure due to liquid spill. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2016 a customer reported error 2017 and error 4010 substrate purge, mixer slip with their aia 360.a field service engineer (fse) was dispatched on 05-may-2016 to address the reported event, which resulted in delay in reporting of patient results for ckmb and ctnl patient result. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.